Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after opening, the forceps broke the tip. It is unknown if the device was used in a procedure. No patient consequence reported.

Event description:
Technician alleged that the right intermediate siderail was not latching.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.